Event description:
It was reported to philips that there was no display on the device. There was reportedly no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the control pca(printed circuit assembly), which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.